Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 31.5mmol/l at the time of the incident. Customer did not provided any information about the symptoms due to high blood glucose. It was unknown how the customer treated high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.